Manufacturer narrative:
Corrected information: plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine had an internal leak towards the back of the machine during treatment. The patient's treatment was cancelled and they were moved to a different system while using the same disposable products. There was no patient harm or adverse event. A fresenius mexico technician was scheduled to service the reported machine. Upon inspection, it was found that the hose that goes into the valve check for the ultrafiltration inlet came loose. The technician replaced the hose and disinfected the machine with puristeril. The machine was ran in dialysis mode and the technician confirmed the issue was resolved. The equipment is left functioning correctly and ready for use. No sample available. This report was received from a list supplied by fresenius mexico.